Manufacturer narrative:
B3: event date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a dislodged snaphook was confirmed through evaluation of the returned bag. Component wear was confirmed that would have contributed to the event, and the reported event is also related to an identified vendor manufacturing issue. The customer submitted 2 photos for analysis. Both of the submitted photos showed the snaphook disconnected from the fitting hole of the respective d-ring. Some wear to the snaphook pin could be seen in the submitted photos. The consolidated bag was returned in used condition with the shoulder strap returned detached from the bag on one side. One of the snaphooks was returned dislodged from the fitting hole of the respective d-ring. Both the pin and the d-ring appeared heavily worn and misshapen, which appeared to be consistent with normal use wear. Wear of the d-ring over time appeared to result in material fatigue and misshaping of the hole, which could have contributed to the reports of the snaphook dislodging from its intended position. The reported event was able to be reproduced during testing by re-inserting the snaphook into the d-ring and removing it again with minimal effort. The connection of the other snaphook was not able to be disengaged during testing. Supplier corrective action request (scar) was sent to the supplier regarding issues with the snaphook component. The relevant sections of the device history records for consolidated bag, lot number 10344306 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, provide instructions and images for how to properly put on, use, and take off the consolidated bag. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the shoulder strap on the bag was defective and the snap hook came loose during carrying. The patient's carrying bag came loose at the connection point between the snap hook and the eyelet through which the snap hook was attached to the carrying strap. The loosening caused the bag to fall off creating greater tension on the driveline, which in turn led to bleeding at the driveline exit point. The bag was exchanged.